Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported the pause alarm function would have triggered without the intervention of the user. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The customer contacted the philips rse who discussed the issue with the customer. The rse was provided log files from the event to review. The rse reviewed the log files and determined that the alarm pauses were set to a 20 second delay, and triggered by the customer. The logs show that at 12:26 an alarm was triggered by the device, and silenced at the philips information center ix (pic). The alarm was triggered after 10 seconds of being paused as the spo2 saturation had dropped to 14. There does not appear to have been any delay in care as the nursing staff witnessed the desaturation event. The customer did not provide information about the patient outcome, however there was no report of any adverse impact to any user or patient. Results of functional testing indicate the device is working as intended. A delay of 20 seconds was configured for the device and a pause delay was activated from the pic. The facilities biomedical team tested the device and performed quality control testing at their workshop. Biomed confirmed that the device is operating per specifications and no failure was identified.